Event description:
It was reported that prior to a port placement procedure in the two horizontal fingers below the right clavicle via the right internal jugular vein, the port allegedly had abnormal flushing of the catheter bolus and retraction. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three photos were provided for review. The photo shows a split in the port septum which could have potentially caused the flushing and aspiration issues. Therefore, the investigation is confirmed for the reported suction issue, difficult to flush and the identified port septum split issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure in the two horizontal fingers below the right clavicle via the right internal jugular vein, the port allegedly had abnormal flushing of the catheter bolus and retraction. The procedure was completed using another device. There was no patient contact.